Event description:
A customer reported receiving a cartridge alarm 20a with their pump. There was no information provided regarding the impact on the customer's blood glucose level. The pump was confirmed to start, charge, and be recognized by the computer, but multiple cartridge alarms persisted with different cartridges. All cartridges displayed the same anomaly. The device was scheduled for return on august 25, 2025, and a replacement pump was provided.